Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from service and replaced at the elective procedure to replace the associated device. The lead had been exhibiting noise and oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention taken. Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation, lead body damage, including kinks and multiple inner insulation abrasions. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular first-rib entrapment. The reported clinical observations of noise and oversensing was likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.